Event description:
Additional information received indicates the patient was twiddling their ipg. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced, and the ipg was sutured in the pocket.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site due to the ipg flipping in the pocket causing the leads to coil. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.